Event description:
Patient presented with infection. Surgeon did an I&d and changed the tibial insert on patients' right knee.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #6r; cat# 5517-f-602; lot# s87nl. Scorpio recessed patella; cat# 3044-0032; lot# 13khzb. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# iehka. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with infection. Surgeon did an I&d and changed the tibial insert on patients' right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.